Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that customer received a pump error alarm. It was also reported that display and keypad were damaged. Insulin pump would be replaced. Customer's blood glucose was not reported. Insulin pump would be replaced.

Manufacturer narrative:
The pump alarmed during the self test due to a cold solder joint on the keypad assembly. The pump was received with a cracked select button at the keypad overlay. The pump was received with minor scratches on the lcd window, case and keypad overlay.